Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer reports there is leakage from the venous side of the catheter after one week of use. The catheter was placed on (B)(6) 2012 and pulled and replaced on (B)(6) 2012.